Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned device found slight damage to the flutes and the tip has fractured off near where the flutes end. The device shows usage marks consistent with usage. Further fracture analysis of the returned device states shows artifacts of sheared ductile overload dimples in two different regions and shear lip on the fracture surface suggesting a torsional overload mode of fracture. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - canada the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while securing the distal cutting block, the pin broke. The surgeon was driving in the pin in the 'locking' position. There was no consequences or impact to the patient.